Event description:
It was reported that "the navigated rejuvenate stem inserter would not connect with the final implant. The connecting tip of the stem inserter is too large for the implant. Dr had to abort navigation at this point and revert to standard instrumentation."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.